Event description:
The hcp reported that according to the patient, while she was moving, she experienced an episode of low back pain and spasms of the muscles of the lower back that required her be seen in the emergency department and hospitalized for further treatment. The patient was receiving compounded baclofen 5000mcg/ml via the intrathecal pump at 800 mcg/day. She is reported to have a history of low back pain flair ups, musculoskeletal in origin, that have been treated in the past with local injections of anesthetic with resultant good pain relief. The patient has a hard time differetiating between increased pain and spasticity. The hcp has seen no spasticity and feels the patient issues are not related to the pump or the therapy. The patient has had the pump refilled at this clinic twice with no changes in the dose or concentration. The patient had a consult with a neurologist who felt the patient may no longer be a good candidate for the pump. The patient is reported to be currently stable, though continues to complain of pain and requests additional pain medication.